Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately 5 months post index procedure, the patient underwent valve replacement and developed aortic and renal insufficiency. The patient died cause of death aortic and renal insufficiency. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).